Event description:
A caller reported that a malfunction occurred on the pump, identified as a resettable malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, and the issue did not recur. The customer was instructed to continue using the pump and to contact support if the malfunction reappears.